Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the component of the device disengaged into patient cavity and it was retrieved. There was no patient injury.